Event description:
It was reported that the patient experienced inflammation and pain at the pod infusion site while wearing the pod for approximately 1¿2 days. The legal guardian reported that the infusion site reactions were recurrent and, in some instances, severe enough to require hospital treatment. Medical attention was reportedly sought on (B)(6) 2026; however, the specific diagnosis, treatment provided, and duration of the hospital visit were not reported. The patient's blood glucose values were not provided. Follow up attempts were made to obtain additional information.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.